Event description:
It was reported that during a total gastrectomy, only half the staples were fired. A second device fired correctly but did not cut through the stay sutures which were not removed after forming the purse string. As a result, the device could not be removed and had to be cut free. Per the affiliate, the scrub nurse suggested that too much tissue was around the anvil head, and forming too much bulky tissue to fit into the device head preventing the device from firing successfully. There was no other reported pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.